Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported oversensing could not be conclusively determined. (B)(4).

Event description:
During a follow up, oversensing was noted that appeared to be related to myopotentials. Reprogramming of the device is anticipated to resolve the issue.